Event description:
Technician alleged that the brakes will engage at the head end of the stretcher, but do not hold at the foot end. No pt impact.

Manufacturer narrative:
The technician replaced the foot brake casters and brake steer caster to resolve the issue.